Event description:
The plaintiff's attorney alleged that the decedent was feeling ill and was subsequently hospitalized on (B)(6) 2011, and experienced a cardiovascular event and subsequently expired on (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated MDR #'s: 1225714-2013-00980, 1225714-2013-00981, 1225714-2013-00982.